Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient's hemodialysis (hd) treatment was interrupted with a blood leak detection. It was reported the patient resumed treatment with new bloodlines and dialyzer. The patient's estimated blood loss (ebl) was less than 100 ml. It was reported the patient did not have any problem, and was stable throughout the treatment. The product sample is not available to be returned because it was discarded. Additional information was requested, however the information was reported to be unavailable.